Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting "cannot find device error." The patient indicated they don't have any cord attached to the controller when they see the error message. Patient indicated they have seen this error message everyday since the day they turned the ins on. The patient is also getting errors when they try to charge their ins. The patient indicated they would see the "position the recharger" where you get the highest number and wait 10 minutes also showing it wasn't positioning right. The patient reported this morning it took them 2.5 hours to recharge their ins. Patient reported since implanted they haven't been able to feel anything. No tingling or no stimulation feeling and not getting any pain relief indicating that during their trial they felt coverage right away. The patient confirmed they have increased their stimulation to the max and still doesn't feel anything. The patient states that their nerve pain has gotten worse since the surgery and has flared up within the last week. The patient has met with a manufacturer representative who has adjusted their settings and advised them to call into if they were still having problems. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement of the recharger did not fix the issue of the patient not feeling stimulation, and not getting pain relief, but it did resolve the multiple "device not found" errors. The patient stated they met with a manufacturer's representative for a reprogramming to resolve not feeling stimulation, and not getting pain relief. No further complications reported and/or anticipated at this time